Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune total knee replacement - (B)(6) 2018. The attune shim size 5/6 5mm cracked in half whilst being removed from the patients knee following a trial range of motion. Both pieces of the broken instrument are accounted for. Instrument was no longer needed, so operation continued as normal. No ae to patient. Patient b.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.